Event description:
It was reported that the patient presented in-clinic for a generator change out procedure. Upon review, the right ventricle lead exhibited high defibrillation impedance. The right ventricle lead was attempted to be replaced but could not be extracted due to occlusion around the lead. The right ventricle lead was abandoned during the procedure on (B)(6) 2022. Patient was stable.